Event description:
It was reported that the syringe broke at the inspection procedure. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The material and documents were forwarded to the manufacturer, aap biomaterials, for a more detailed examination. According to the present assessment statement, there were no conclusive causes of failure which could be determined. The threading on the needles was broken off. Transfer into the catheters should thus be difficult or impossible. If the application needle breaks as the cement is being applied, this indicates a problem with the application needle and not with the vertecem v system in general. This complaint is indeterminate.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)